Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead 2006 (B)(6); 507658 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient had four arrhythmia episodes which were treated with shocks and the electrogram were present, but the device gave a message that some of the episodes had invalid data. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
The device was explanted and replaced upon reaching elective replacement indicator.